Event description:
New information notes that the right ventricle lead was capped and replaced on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for routine follow up. It was noted that right ventricular lead exhibited high pacing impedance, high capture threshold, and r-wave amplitude variation. The device was reprogrammed. The patient was stable.